Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a procedure, the instrument fractured during impaction. It was not noticed until cleaning. No patient impact reported. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d9 g3, h2, h3, h6 complaint can be confirmed through the returned product analysis. Visual examination of the returned product exhibits signs of use (dings, scratches, and gouges) and is has fractured into 2 pieces. The device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause has been identified as wear and tear of the device from repeated use over time. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information to report.